Event description:
It was reported that the patient ¿never felt relief since implant¿ and had a less than 50% therapy relief. The pump logs were checked, a dye study was performed, and a computed tomography (CT) scan was performed to verify catheter placement. The catheter was found to be located in the intradural space, not in the intrathecal space. Migration/dislodgement at the distal end occurred. The patient was to be referred for a catheter revision. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system contained morphine and bupivacaine. It was later reported that the pump was set to minimum rate. There was no change in the patient. The patient was ¿doing okay¿ but was not receiving effective therapy. It was further reported that the patient would be getting a catheter revision done on 2014 (B)(6). It was later reported that the patient¿s revision was cancelled due to insurance reasons. The reporter had not heard of a rescheduled date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the revision of the spinal segment of the catheter was completed on 2014-(B)(6). The physician spiced a new spinal segment to the existing catheter. It was noted that ¿flow was good and patient doing well.¿ it was stated that the ¿tip of the catheter was not in the intrathecal space

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).